Event description:
It was reported that a patient underwent a "kyphosis correction through contact osteotomies with fixation from t12 - s1 with anterior support of l5-s1. It was reported that at an unknown time post-op, the rods at s1 screws were loose. One side of the set screw was inside the screw and the rod ouside the saddle, and the other one was totally removed from the screw. The patient underwent a revision and the s1 screws were then removed and replaced by others. Screws were also placed in s2 and connectors were used to connect 2 small rods to the main ones which were not removed from construction." No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show multiple x-rays and intraoperative photos show a complex construct t12-s1. X-rays show dissociation of s1 screws and rods. Rods apparently may have been too short as in operative position hex portion of rod is aligned to be within tulips. Set screws appear intact and within tulip on one side(loosened). The other side is dislocated.

Manufacturer narrative:
Analysis of the returned device shows microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (@ center) significantly different than typical additional bench comparison samples. Asymmetrical witness marks on the set screw face and wear on thread flanks. Wear marks noted on outside head of associated mas. Per consulting hcp, ¿a review of radiographic images show dissociation of s1 screws and rods. Rods apparently may have been too short¿. The above observations are consistent with insufficient rod length.